Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, an anterior needle to cuff miss occurred. The posterior cuff was ejected from the foot, but the anterior cuff remained in its foot pocket leading to the link suture displacement and the foot not closing due to suture caught under the foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5: describe event or problem updated

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a small hole sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial report, the device was returned with the foot partially open yet the footplate lever fully retracted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty procedure with a small hole sheath. Reportedly, when the plunger was removed, no suture was verified. A cuff miss was noticed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.